Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump had no button error alarm noted. Insulin pump had an intermittent button response due to moisture damage on keypad traces. All operating currents are within specification. Insulin pump passed self test. No unexpected battery out limit or scrolling number noted. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, cracked reservoir tube and scratched reservoir tube window.

Event description:
It was reported that the insulin pump has an unresponsive keypad. It was also reported that insulin pump alarmed button error. The blood glucose level was not included in the report. No significant events leading to the alarm were observed. The customer stated that she was unable to clear the alarm. Advised discontinuation of the insulin pump. Nothing further reported.